Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to customer: "b.braun received and attended the case on (B)(6) 2021 to download history, further investigation meeting was held on (B)(6) 2021. Incident date: (B)(6) 2021. Incident time: 4.48am-7.36am medication: IV noradrenaline. User reported the infusion was completed approx. 2 hours earlier than expected. Video captured the drop factor of drip chamber. Pump and consumables were brought to bme. Upon opening the pump door, pump silicone segment was observed flatten. Based on the history logs extracted from (B)(4), interpretation done as follows: spaceline was loaded in on (B)(6) 2021, 2.38pm. IV noradrenaline was started and multiple titrating of the dose were done in view of patient's blood pressure as per hospital's protocol. Topping up of IV noradrenaline was done on (B)(6) 2021 at 10.38pm, (B)(6) 2021 at 4.48am and (B)(6) 2021 at 7.21am respectively. On (B)(6) 2021 at 7.36am, upstream alarm was triggered and that was the time user noticed and reported the IV noradrenaline was infused completely approx. 2 hours earlier than expected. Nil further complication (patient) was reported related to the case reported."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided by the user for investigation, a malfunction could not be detected, and therefore the complaint is considered as not confirmed. Only the history files were analyzed and no overinfusion could be detected.